Event description:
During in-house testing it was discovered that the unicel dxh 800 coulter cellular analysis system may produce falsely elevated platelet (plt) counts, when diluent container installed on the unit is nearing depletion.no actual patient results were generated.there was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
As the container is nearing depletion, both fluid and air are being drawn up into the system. An internal reservoir on the system determines that the container is empty, when it fails to fill with fluid. The root cause for the elevated plt count is the introduction of micro-bubbles into the system due to de-priming of the diluent input line. The bubbles can be delivered with the diluent and counted as platelets.